Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 was reading inaccurately erratic and had also displayed an ¿error 1¿ message. The complaints were classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient did not recall the specific dates the meter issues began; however, confirmed she obtained the inaccuracy issue started prior to when error message began to appear. On an unspecified date, the patient reported obtaining blood glucose readings of ¿130 and 187 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages her diabetes with a set dose of insulin and oral medication. The patient denied making any changes to her usual dose of medication in response to the inaccurate results or due to error message. The patient reported developing symptoms of feeling shaky and sweaty on multiple occasions; symptoms she associated with a low blood glucose. In response to the low blood glucose symptoms, the patient claimed she treated herself with juice and confirmed feeling better. The patient could not recall if onset of symptoms occurred prior or after the error message appeared. At the time of troubleshooting, the customer care advocate noted that the subject meter was set to the incorrect code number. The patient confirmed that she was able to test with the subject meter a few days after the error 1 message appeared. Replacement products were sent to the patient. These complaints are being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after obtaining inaccurate erratic results with the subject meter and also potentially after the error message began to appear.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.